Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutwire would not unbow/release. Reportedly, the device was tested prior to use and it worked fine. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutwire would not unbow/release. Reportedly, the device was tested prior to use and it worked 'fine'. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. The proximal and distal pierce holes were present and properly formed. The cutting wire was inside the lumen along the full length of the device and was not exposed from the proximal and distal pierce holes. The cutting wire was securely attached to the anchor inside of the lumen and the device was properly tipped. The anchor had slid proximally inside of the extrusion by approximately 3mm, most likely during an attempt by the user to function the device. During a functional evaluation, the device failed to bow. The working length tensed/coiled when the handle was actuated. A review of the device history record (DHR) confirmed that there were no non-conforming events and no deviations were identified. A search of the complaint database revealed that no similar complaints exist for the specified batch. Based on the product analysis, it was found that the cut wire was not installed correctly through the pierce holes. Therefore, the most probable root cause is manufacturing and a corrective action has been initiated to address this issue.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.